Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during a rotator cuff repair, the surgeon required a footprint ultra suture anchor to perform a double row, the step by step was performed correctly, the sutures were threaded in the hole, the path was opened with the punch, the implant was placed and hammered to the laser line, then the green thread was removed, the orange wheel was turned and 3 clicks were heard, the surgeon proceeded to remove the handle and the anchor threads came out and the screw was left inside the bone and unable to removed. 10 minutes delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with no suture string or either anchor. The actuator bar is bent at the distal end. There is biological debris on the returned items. A functional evaluation could not be performed due to the condition in which the device was received. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.